Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was over 500 mg/dl. A manual insulin bolus were used to address bg. Prior to troubleshooting with tandem technical support, the pump supplies were changed to address the issue. During a pump system check with tandem technical support, a new cartridge was loaded and a minimum fill notification was received. A pump air leak was detected. Reportedly, customer reverted to manual injections for insulin therapy. Additionally, customer was using apidra insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.